Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet with a teflon infusion set on the abdomen and a dexcom g7, the patient experienced hyperglycemia, with the highest cgm reading of 401 mg/dl and a confirmatory glucometer value of 426 mg/dl lasting about six hours; the patient meal announced when already high, did not see a decline, then administered a subcutaneous fast-acting insulin pen dose without disconnecting from the ilet, after which glucose decreased to 172 mg/dl. Symptoms included thirst and tiredness. Outcomes included no health consequences or lasting impact. Troubleshooting and education were provided to disconnect the ilet for two hours when administering off-pump fast-acting insulin. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device findings and insufficient information to determine a device-related problem, with the device component not specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.